Event description:
During elective bilateral extracranial neuro embolization in interventional radiology room 1. Equipment malfunction -pt under ga there was a microcatheter with particle embolic in use. Fluoroscopic imaging was still available, however higher equipment functions needed were unavailable due to ongoing disc space issue. Clinical engineering was called with high importance.the procedure was completed without further incidence.